Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) received yellow alerts of both the right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) tests to be in suspension. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the provided data and observed that right atrial (ra) thresholds appeared to be failing due to noise and the right ventricular (rv) thresholds were failing due to intrinsic beats. Further review of the presenting egm showed there to be oversensing noise on the rv lead as well. Ts discussed possible causes and provided programming recommendations. At this time, the crt-d system including the device, ra and rv leads remain in service. No adverse patient effects were reported.